Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The device was visually inspected both internally and externally and the inspection revealed wet fibers (an indication of blood leak/contamination) as well as a short fiber on the circumference of the fiber bundle on the non-cavity ID end at approximately 130 degrees (with the dialysate port being 0 degrees). There were no indications of external damage. The dialyzer was subjected to a bubble point test in which bubbles were noted at the non cavity ID end from the potting cut surface. No external leaks were indicated. The short fiber measured approximately 15.0 cm. The complaint was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The blood leak was visually observed at the header of the dialyzer and occurred immediately upon initiation of treatment. Blood test strips were used and tested positive. The estimated blood loss was 200ml. The machine did alarm appropriately. The patient did not experience any adverse effects or seek medical attention. The patient completed his treatment on the same machine with a new set-up. The actual sample is available and has been requested for evaluation.